Event description:
New information received notes that the suture sleeve was not found at explant. It is not known if it was not used during the initial procedure or if it slipped off during the explant procedure. However, the suture sleeve was not seen under fluoroscopy during the explant procedure.

Event description:
It was reported that the lead was noted to have high thresholds and poor sensing. The lead was explanted after several unsuccessful reposition attempts.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis of the lead was normal. No anomalies were found.